Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: he received 458 mg/dl at 10:41am and 72 mg/dl at 10:42am. He received hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) at 2:22pm and 132 mg/dl at 2:23pm. Lastly he received hi mg/dl at 11:19pm and 97 mg/dl at 11:20pm. No adverse event reported. Return of the suspect device was requested for evaluation.